Event description:
There was a hole in the originally placed device. The pt required insertion of a new device the following day. Medwatch form received on (B)(6) 2013 states: this was a (B)(4)gentleman that presented for a routine change of his nephrostomy tube. The pt presented on monday, (B)(6) 2012 for a routine left nephrostomy tube change in intervention radiology. The pt has a past medical history of bladder cancer requiring routine nephrostomy tube changes. The physician's operative report states, "uncomplicated nephrostomy tube change." On tuesday, (B)(6) 2012, the pt presented with leaking of the nephrostomy tube. The nephrostomy tube was inspected and was leaking about the rubber collar which covers the fixing sutures for the pigtail. This was peeled back and a small pinhole was noted within the tube itself. Per operative report on the second procedure, the pt tolerated it well.

Manufacturer narrative:
Additional device placement is not listed in the instructions for use. Device code: leaks is not listed in the instructions for use. The proximal end of one used device was returned. The shaft of the device had been cut slightly below the latex sleeve. The distal portion of the device was not returned. As shown in the attached picture, the catheter was returned with the latex sleeve in the uncuffed position. The sleeve was able to be inverted on itself, as it is shipped to the customer. Once the sleeve was inverted, we were able to visualize the small stringing hole that the suture for the retention mechanism is placed through. The stringing hole was appropriately placed. There was no suture through this stringing hole and no other holes were visible in the returned portion of the device. The device appears to have been manufactured to specification. It is likely that the leakage that the customer in referring to occurred through the stringing hole. From the condition that the device was received in it suggests that the instructions for use (IFU) was followed. Leakage through the stringing hole may have occurred due to excessive pressure through the drainage catheter. Quality control confirms the correct placement of string holes, holes must not have any tears. Presence and correct location of latex sleeve is verified 100%. Per IFU, "trim of excess suture, and slide latex sleeve over suture to prevent leakage." It is likely that the leakage that the customer is referring to occurred through the stringing hole. From the condition that the device was received in it suggests that the IFU was followed. Leakage through the stringing hole may have occurred due to excessive pressure through the drainage catheter. We will continue to monitor for similar complaints and have notified the appropriate internal personnel.